Event description:
Manufacturer received the information that a perceval valve pvs21 was implanted on (B)(6) 2020. At the follow-up oversedation, svd was noted; v max was 3.7m/s, eoa was 0.99cm^2. Since there was no symptom with the patient, no intervention was performed and there was no plan for re-operation. As further reported, patient had no clinical symptom. No impact on the patient. On (B)(6) 2024, manufacturer was informed that the device was explanted on (B)(6) 2024. No further information was provided.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model # icv1208, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # icv1208) perceval heart valve at the time of manufacture and release. Manufacturer is performing investigation on the returned device. A follow up report will be provided upon completion of this investigation.

Manufacturer narrative:
The device was returned to manufacturer. Gross examination revealed a stenotic prosthesis due to large thrombus depositions on all outflow leaflets. The stent and the skirt were covered by fibrous pannus that on the inflow side protruded 2÷4 mm into the lumen, narrowing the annulus, and contributes to stenosis. Reddish areas due to coagulated blood entrapment were present on all surfaces. The top of post 1 was covered by fibrous pannus that grew on the free edges of both leaflets and also so contributes to stenosis. Whitish areas due to tissue alterations were detected on all inflow leaflets and on the outflow side of leaflet a. All leaflets were stiff due to large thrombus depositions. Fibrous pannus depositions were visible on all sinusal struts and along all adherent margins. On leaflet b, small intrinsic calcifications were detected near post 3. The mesothelial surface was locally wrinkled. On leaflet c, small intrinsic calcifications were detected near both posts. The mesothelial surface was locally wrinkled. X-rays of the subject valve showed small intrinsic calcifications. Histological analyses were performed on samples taken from leaflets a and b. In leaflet b, alizarin red s stain showed the presence of intrinsic and vegetating calcifications. In leaflets a and b, hematoxylin and eosin stain showed that the collagen bundles were disrupted, defibrated and/or homogenated and that the collagen bundles locally showed a bubbly aspect. Inflammatory cells and red blood cells were present inside the thrombus depositions that were visible on the mesothelial surfaces of leaflets a and c. Pericardial delaminations were detected on leaflet b. In leaflets a and b, gram stain showed some gram + bacteria inside the thrombus. This perceval s valve was explanted after 4 years and 5 months due to reported structural valve deterioration. Gross examination revealed a stenotic bioprosthesis because of massive thrombotic depositions on all outflow leaflets. Leaflets calcification, detected with visual, x-ray and histological analyses and pannus tissue overgrowth into the inflow lumen contributed to valve stenosis. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). Histological analysis revealed inflammatory cells and gram-positive bacteria spread inside the large thrombus depositions. The presence of thrombus depositions, inflammatory cells, and bacteria colonies indicated the onset of an infective endocarditis in the acute phase. It is possible that the patient¿s clinical history and risk factors may have contributed to the structural valve deterioration observed in this perceval s valve. However, little clinical history was provided.